Event description:
It was reported that during an attempted implant, high atrial pacing lead impedance. Loss of sensing and pacing were also noted. Device was replaced.

Manufacturer narrative:
The reported field event of high atrial pacing lead impedance and loss of sensing were confirmed in the laboratory. Visual inspection of the atrial lead bore identified epoxy material on the atrial ring spring. This material prevented full contact between the spring and connector block metal.